Manufacturer narrative:
Patient weight not made available from the site. On 08/28/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/09/2015 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system became unresponsive on the navigation screen. They had been in navigation for a while (specific amount of time was unknown) when this occurred and were unable to track instruments or move the mouse cursor. The medtronic representative performed a hard re-boot and normal function was restored. The navigation system responded and the surgeon proceeded without issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.